Event description:
It was reported that the physician was unable to advance a wire or stylet down the lead when attempting to reposition the lead after slitting the sheath. A different lead was used also due to patient's anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. All conductors had blood/fluid obstruction. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut and damaged at implant.